Event description:
Consumer called to report meter running consistently higher than other meter. Had tested against a lab reading. Analysis run on consensus error grid using lab reading (620 as ref. Point vs. Bd readings (115) yielded data points in the c zone of the grid, outside of acceptable limits.